Event description:
Country of complaint: (B)(6). Wrong product in the box. Label of the box is c2090013, and the product in the box is c2090949.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: samples received: 1 box with 36 units. There are no previous complaints of this code batch of which there were (B)(4) units manufactured and distributed. The box received is labeled as c2090013 (premilene 4/0 75cm hr17) with batch number (B)(4). But inside the box there is the reference c2090949 (premilene 3/0 90cm 2xdrt26) with batch number (B)(4). This mix-up has been produced in the manufacturing line at the moment of packaging the product. Both articles were paced in the same line and same day, one after the other. Line clearance was not performed correctly. Final conclusion: the complaint is corresponding (justified). Corrective action: OEM has initiated corrective action to avoid this incident in the future.